Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip end of pipeline flex couldn't be opened. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left cavernous sinus segment with a max diameter of 35.3mm and a 25.1mm neck diameter. The landing zone was 3.9mm distally and 5.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and the pru level was aa99.1%, adp84.7%. The angiographic result post procedure was "level 3". It was reported that after the tip was opened 3-4mm, it couldn't be opened anymore and the lower part of the tip became flattened. It was noted that the stent encountered resistance in the catheter. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. The catheter and pushwire were not damaged. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the distal and proximal¿ was not confirmed as the distal and proximal ends of the braid were found fully opened with no damage. The cause of the failure to open could not be determined. Possible cause of failure to open includes severe vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that there was not resistance in the delivery catheter. The proximal end of the pipeline failed to open. It was noted that the pipeline was not placed in a vessel bend. The reported issue with the pipeline was suspected to be due to the stent kinking at approximately 3.4mm from the tip. Since the pipeline was suspected to be kinked, it was removed from the patient's body to prevent injury and replaced with another manufacturer's stent to complete the procedure. Raymond and roy class 3 was observed at the end of the procedure.